Manufacturer narrative:
Concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6); unknown egia su, unknown endo gia sulu (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, when the stomach stapling approach was made, the device was able to enter firing mode but would not fire. The incision was extended by about 5cm (1.97 inches) due to the product problem. The issue was resolved by converting the procedure from laparoscopic to open, and manual suturing was performed.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle. Visual inspection of the handle noted it was received covered in contamination. There was a gap between the two halves of handle housing on the left side of the handle. It was slightly expanded. The organic light-emitting diode (oled) screen was extremely discolored and contaminated. The ir shield could not be seen through the clear housing. It was reported that the powered handle was unable to be fired and the incision was extended. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected an unreported condition of battery management system that has no relationship to the reported condition. The bq battery management system has the ability to permanently disable the battery if specified conditions are met, preventing the handle from charging. The root cause of the bq battery management system disabling the battery was traced to user. Another unreported condition was identified of improper cleaning that has no relationship to the reported condition was detected. This condition can be attributed to a user related issue. Without a significant current flow into or out of the battery it will not generate sufficient heat to cause the temperature to rise to 65 degrees celsius in such a short period of time. The power handle carries an ipx3 rating according to which only provides protection from spraying water. The user is advised to clean the handle per IFU (instructions for use) which states to "wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe such as oxivir¿*tb per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. No further actions have been deemed necessary at this time. Another unreported condition was identified of vented battery that has no relationship to the reported condition was detected. Visual inspection of the opened handle found both batteries were vented, wet with electrolytic fluid. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.